Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the blue sureform 45 reload with an alleged issue to perform failure analysis. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a part of a blue sureform 45 reload had broken off during the firing process with a sureform 45 stapler instrument. All pieces were recovered during the same procedure which was completed robotically.